Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, it took too many turns to both extend and retract the helix on the lead. While in the atrium, there was difficulty positioning the lead because the torque from the turns caused the lead to flip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.